Event description:
The report received from the affiliate indicated that twelve (12) days after the index procedure, the patient developed an acute myocardial infarction (ami) and went into cardiopulmonary arrest. Under percutaneous cardiopulmonary support coronary angiography was done and thrombus was observed inside all three (3) of the previously implanted cypher stents. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and balloon angioplasty with a 2.5 mm balloon - balloon length, manufacturer, and inflation pressure/duration were all not known. Timi 3 flow was obtained and an intra aortic balloon pump (iabp) was inserted. A few hours later, the patient went into cardiopulmonary arrest again and expired. No autopsy was performed. The physician's comment regarding the possible cause of the thrombotic event was that it may have been because the stents were implanted by t-stenting for the bifurcated segment. The cause of death was due to heart failure.

Manufacturer narrative:
The index procedure was an emergent case due to an ami. Lesion #1-1: the target lesions were the left main coronary artery (lmca) to the mid left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, eccentric, a bifurcated lesion, ostial, 30 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 2.0 x 10 mm balloon at 12 atm for 10 sec. A cypher 2.5 x 18 mm stent (stent #1) was implanted at 12 atm for 20 sec. An additional cypher 3.0 x 33 mm stent (stent #2) was implanted at 8 atm for 15 sec in overlapping fashion. The stents were post-dilated with a 2.75 x 15 mm balloon at 18 atm for 10 sec. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. Lesion #1-2: the target lesion was the proximal lad. The lesion was reported to be: de novo, eccentric, a bifurcated lesion, ostial, 30 mm in length, vessel diameter of 3.0mm, and type c. The lesion was pre-dilated with a 2.0 x 10mm balloon at 14 atm for 5 sec. A cypher 3.0 x 33 mm stent (stent #3) was implanted at 18 atm for 10 sec. The stent was post-dilated with a 3.0 x 33 balloon at 14 atm for 10 sec. Ivus was done. The residual stenosis was 0%. There was an untreated lesion distal to the stent. The flow pre-procedure was timi 0 and post-procedure timi 3. An act of 303 was measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. This report is for two products with the same catalog and lot number. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This report is for two of three products used during the same procedure. Please reference MFR. Report 9616099-2007-00743 and 9616099-2007-00744.